Event description:
It was reported by the customer that a pyxis medstation es system had a fridge failed. Customer reported that the user was unable to administer or withdraw medication for the patient due to a malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager had a storage space failure. A field service engineer relocated the medical cart connection cable to the secondary port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.